Event description:
It was reported that intermittent altitude alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was able to resume insulin therapy with original cartridge and continued using the pump for insulin therapy.